Event description:
Product was returned for repair only with the front end broken off and missing. There has been no communication of a complaint, surgical procedure or pt associated with this broken instrument.